Event description:
It was reported that the pump was explanted and replaced due to "failure". The clinic staff had noted increased residual volumes and the patient experienced loss of therapy. During surgery, a roller study was performed; no movement was noted. No alarm was noted. A dye study was also performed; the hcp was unable to withdraw fluid "to clear cath". The entire system was replaced. The pump contained bupivicaine 35 mg/ml at a dose of 6.9 mg/day; dilaudid 1.2 mg/ml at a dose of .239 mcg/day and fentanyl 205 mcg/ml at a dose of .7994 mcg/day. A fourth drug was in the pump as well. The final patient outcome was unknown at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results - used for the catheter.